Manufacturer narrative:
There are no allegations of system or component failure and no signs of infection. System was explanted due to lead exposure only.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a follow up visit to check on surgical wound healing, the implanted lead was observed having eroded through the patient's skin. The system was explanted on (B)(6) 2023 due to the exposed lead.